Event description:
It was reported that prior to an unknown procedure, the generator alarmed and displayed and error code 1. It was unknown how the case was completed. There was no patient consequence.

Manufacturer narrative:
Evaulation summary: the issue reported by the customer has been verified. The printed circuit board (pcb) was replaced to correct the issue. The unit was serviced and passed all qa functional testing. Complaint information is trended on a regular basis to determine if further investigation is warranted